Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy after the first firing the instrument made a loud snap. The second firing would not complete. The first firing staple line resulted in a compromised staple line. There was much bleeding. A bipolar was used to control. The case was finished with another atw35. There was no reported consequence to the pt. 5/23/97 rep responded no blood transfusion was required.

Manufacturer narrative:
Code 400 = anvil out of position with tube assembly.